Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Isi received the da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not replicate or confirm the customer-reported complaint. The instrument was returned with 12 lives remaining and no failures were observed during log review. During in-house testing, the instrument was placed and driven on a system. It passed initialization, recognition, and engagement tests. The instrument was able to advance through the cannula and stop without any issues. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly, and no unexpected movements were observed. The instrument successfully clamped, fired, and unclamped using a sureform black 60 reload. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the sureform 60 stapler instrument would not stop advancing when being manually advanced. The customer described it like the instrument was pulled in through gravity inside the patient. The customer needed two people to pull the instrument out of the patient. When the stapler was pulled out, the tip or jaw was fully closed. The customer used the stapler release knob to open the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and confirmed that the surgeon was unable to take control of the stapler. The sureform 60 stapler instrument was reseated, and the drape reseated multiple times, but the issue persisted. When doing guided tool change function, whether the instrument was clutched or not, the stapler kept advancing. The stapler never fired on tissue. The instrument was never clamped onto tissue. They were unable to take control at all, so they were unable to open the instrument. The site obtained a new stapler, and the issue was resolved. There was no harm or injury to the patient. There was a delay of roughly 15 minutes. The procedure was completed robotically. The patient demographic information was not available.